Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare for pacing test with 3 lead fails. There was no reported patient involvement.

Event description:
The customer contacted philips healthcare for pacing test with 3 lead fails. There was no reported adverse patient impact.